Event description:
Event description cpi received information that while testing this endotak lead during elective generator replacement, the implantable cardioverter defibrillators (ICD) model 1831/106522 and 1831/106614 exhibited shorted lead indicators and subsequent loss of interrogation.